Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered one shock as inappropriate therapy due to oversensing of noisy signals. Technical services (ts) was consulted and discussed stored episode as well available programming options. The patient was examined by their physician with noise still visible in available vectors, so a revision considered but no procedure has been scheduled at this time. This device remains in service. No additional adverse patient effects were reported. At a later date, this device was explanted. A new device was implanted. No additional adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered one shock as inappropriate therapy due to oversensing of noisy signals. Technical services (ts) was consulted and discussed stored episode as well available programming options. The patient was examined by their physician with noise still visible in available vectors, so a revision considered but no procedure has been scheduled at this time. This device remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was inspected and analyzed. Visual examination identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out-of-range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered one shock as inappropriate therapy due to oversensing of noisy signals. Technical services (ts) was consulted and discussed stored episode as well available programming options. The patient was examined by their physician with noise still visible in available vectors, so a revision considered but no procedure has been scheduled at this time. This device remains in service. No additional adverse patient effects were reported. At a later date, this device was explanted. A new device was implanted. No additional adverse patient effects were reported. The device has been returned and analyzed.